Manufacturer narrative:
The 10mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the patient's embolization remains unknown.

Event description:
According to the information received, a 6mm amplatzer septal occluder (aso) appeared much too small for closure of the floppy septum and was removed. A 10mm aso was then placed, but embolized minutes later. The 10mm aso was percutaneously removed with a snare from the descending aorta without any negative outcome. A 14mm aso was placed successfully.